Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. A coil, hoop, valve (rhv) and introducer sheath were returned for this complaint. The delivery wire was found exiting the introducer sheath . The coil was outside the introducer sheath. The twist lock of the introducer sheath had been opened. The delivery wire was inspected and no damages was found. The coil was inspected and was found kinked, and stretched. The interlocking arm of the coil was detached and it was not returned. The delivery wire was advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the delivery wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm inspected and no damages was found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm of the coil was detached and it was not returned. Dimensional inspection of the delivery wire and main coil that could be measure were performed and were within specification.

Event description:
Reportable based on device analysis completed on 02jul2020. It was reported that the coil became stuck inside the microcatheter. The target lesion was located in the mildly tortuous internal iliac artery. A 6mmx20cm interlock-35 was selected for use. During procedure, it was noted that the device became stuck inside the 5f imager catheter at the middle part. The coil and catheter were then removed together from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed an interlocking arm detached. It was further reported that the interlocking arm detached outside patient's body.